Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs100sb2 was being used during laparoscopic cholecystectomy procedure on (B)(6) 2021 when it was reported "locking lever/latch' broke off into patient causing necessary retrieval at end of case." The components were retrieved from the patient. This caused a 15-minute delay in the procedure; however, the procedure was completed as planned. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one trs100sb2 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, the pin and clasp that hold the bag on were received in a separate container. The metal prongs were bent. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 485,370 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised to note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor tissue retrieval system by conmed. Do not use the anchor tissue retrieval system if resistance is met upon deployment. Improper use of the anchor tissue retrieval system may result in perforation of tissue and subsequent bleeding. This issue will continue to be monitored through the complaint system to assure patient safety.